Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023 at 10:00pm, the patient's parent came home and found the patient laying on the couch. The patient complained that they felt tired, their body was aching, they could hardly move and their heart was racing. The patient's parent checked a bg finger stick and it was 464 mg/dl while the cgm was displaying 368 mg/dl. The patient's parent injected the patient with insulin and calibrated the cgm. They waited for one hour and the readings on the cgm were still inaccurate from the bg meter but they could not recall the values. The patient's parent brought the patient to the hospital and when they arrived the patient's bg was 410 mg/dl. The patient was treated with IV insulin and potassium. At the time of the report, the patient was still in the hospital for observation. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.